Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system while introducing it to the patient during use. This occurred on 2 separate occasions, but the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: "being able to confirm flashback after insertion, hcp lowered the catheter angle for further insertion. The hcp also confirmed flashback in the extension tube. He/she then advanced the catheter only without feeling resistance but the catheter was bowed at the insertion site and the needle was pierced through the catheter on the skin (not inside the skin). This incident occurred with products from the same lot in 2 patients in a row. Catheters from another lot could be inserted with no problem using the same procedure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the bd nexiva¿ closed IV catheter system while introducing it to the patient during use. This occurred on 2 separate occasions, but the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "being able to confirm flashback after insertion, hcp lowered the catheter angle for further insertion. The hcp also confirmed flashback in the extension tube. He/she then advanced the catheter only without feeling resistance but the catheter was bowed at the insertion site and the needle was pierced through the catheter on the skin (not inside the skin). This incident occurred with products from the same lot in 2 patients in a row. Catheters from another lot could be inserted with no problem using the same procedure."